Event description:
Customer experienced hypoglycemic symptoms and his wife attempted to use the advantage meter to obtain a blood glucose result. The meter would not turn on and customer subsequently had a seizure. The paramedics were called and the customer was taken to the hospital. At the hospital, the customer was given a glucose IV, however; no results from the paramedics or the hospital were provided. Requested return of suspect device and replacement was sent.